Event description:
It was reported that the tubing was coming apart from the hemovac. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
This MDR is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacture's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.